Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. In this case the reported dislodgement reportedly occurred as a result of the balloon aortic valvuloplasty (bav) performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, the valve dislodged during the post dilatation with a non-medtronic balloon. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.